Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Health professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: fluids clear inside the device and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bon edge assessed as an unidentified (tear) opening additional, changed, and/or corrected data: b.5., b.7., d.1., d.4., d.7., d.10., h.3., h.4., h.6.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.